Manufacturer narrative:
Additional narrative: (B)(4). (B)(6). Reporter¿s full name and complete address were not provided. This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the device coupling on the tool side was worn out. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to wear from normal use and servicing. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported from (B)(6) that the coupling device had abnormal noise when it started, a loose trigger, and was rotating (shaking). This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. The exact date of this event is unknown. If additional information should become available, a supplemental medwatch will be submitted accordingly.